Event description:
It was reported to boston scientific corporation in 2008, that a speedband super view super 7 ligator was used during a esophagogastroduodenoscopy procedure on a female patient (weight unknown). According to the complainant, "[t]he thread was broken at the moment of introducing through the endoscope before it was introduced into the patient." The procedure was completed with a second speedband super view super 7 ligator device. No patient complications were reported as a result of this event and the patient's condition was reported as "stable" following the procedure.

Manufacturer narrative:
A visual examination of the device revealed that the thread was broken at the knot where it attaches to the trip wire loop. In addition the trip wire was not properly secured to the slot of the handle. The trip wire was wound around the handle twice which indicates the device was incorrectly prepared. The device history record for the pertinent lot was reviewed; no anomalies were noted.